Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / constant pelvic pain(mild at times; severe at others)"), embedded device ("one coil had migrated to her uterus/ migration of essure location of device:edometrial cavity") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: ((B)(6) 1995, (B)(6) 1999, (B)(6) 2010), bacterial vaginosis, abdominal pain, menstruation irregular, bleeding breakthrough, allergic reaction to analgesics, drug allergy, bladder infection, cystitis, vaginal discharge, hemorrhage in early pregnancy, plantar fasciitis, pain in heel, fetal movements decreased, gestational hypertension, peripartum cardiomyopathy, shortness of breath, anemia of pregnancy, leukocytosis, hyperopia, acute sinusitis and tubal ligation. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2011 and oral contraceptives nos from 2006 to (B)(6) 2009; for an unreported indication: lisinopril from (B)(6) 2010 to (B)(6) 2011, trimethoprim- sulfamethoxazole from (B)(6) 2009 to (B)(6) 2009 and microgestin in 2008. Concurrent conditions included body mass index normal, tobacco user, corneal abrasion, breast pain, skin infection, cellulitis, sinus congestion, headache, depression, anxiety, uterine bleeding, amenorrhea, dysfunctional uterine bleeding, mixed incontinence, uterine fibroids and nabothian cyst. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011 for birth control as well as azithromycin from (B)(6) 2011 to (B)(6) 2011, carvedilol from (B)(6) 2010 to (B)(6) 2011, cefalexin (keflex) from (B)(6) 2012 to (B)(6) 2012, fluticasone from (B)(6) 2011 to (B)(6) 2012, furosemide from (B)(6) 2010 to (B)(6) 2011, ibuprofen since (B)(6) 2010 to 2015 and labetalol from (B)(6) 2010 to (B)(6) 2011. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash erythematous ("rashes or skin conditions type: itchy red chest"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal abnormal bleeding"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil had migrated to her uterus/ migration of essure location of device:edometrial cavity"). On an unknown date, the patient experienced abdominal distension ("bloating"), headache ("headaches"), menorrhagia ("excessive and abnormal bleeding during menstruation / menorrhagia abnormal bleeding"), feeling abnormal ("brain fog"), weight increased ("weight gain/ weight gain / loss( specify which one): weight gain"), migraine ("migraines") and nausea ("nausea"). The patient was treated with metronidazole (metrogel), surgery (hysterectomy with bilateral salpingectomy ¿ laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, rash erythematous, migraine, nausea, fatigue and alopecia had resolved and the embedded device, device expulsion, vaginal haemorrhage, vaginal discharge, abdominal distension, menorrhagia, feeling abnormal and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she began to experience the events some time after essure implantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/ both tubes blocked treadmill stress test negative for angina pectoris (B)(6) 2008: pelvic ultrasound:findings: technique: real time and static grayscale sonography with color doppler was performed via endovaginal and transabdominal approach.the uterus measures 8.2 x 4.5 x 5.7 cm. There is an anterior left transmural myoma which measures 2.1 x 1.4 x 1.8 cm, which is partially extends into the endometrial canal. The endometrial echo complex measures 9.1 mm in maximum double wall thickness. Endometrium: homogeneous echotexture. Right adnexa: the right ovary is normal, measuring 1.6 x 1.8 x 1.5 cm. Right essure extends into the endometrial canal. Left adnexa: left essure within normal limits. The left ovary measures 2.7 x 2.5 x 3 cm. There is a probable 1.6 cm hemorrhagic cyst seen within the left ovary. Fluid: no abnormal free fluid impression: anterior transmural 2.1 cm myoma with mild mass effect on the adjacent endometrial canal. Bilateral essure devices, with right essure partly extending into the endometrial cavity (B)(6) 2015:pelvic ultrasound:impression few echogenic foci seen centrally in the uterus are of uncertain clinical significance. No definite evidence of uterine fibroids and thickness of endometrial stripe is within range of normal. Small hypoechoic focus seen within the right ovary likely represents a ruptured follicle or residua of previous cyst. Normal morphology to the left ovary. Moderate amount of free fluid is seen adjacent to the uterine fundus (B)(6) 2010: ultrasound: positive fetal movement (B)(6) 2010: CT angiography, chest: impression: no evidence for pulmonary embolism. There are multi-bulbar pulmonary infiltrates particularly prominent in the upper lobes bilaterally. Small bilateral effusions (B)(6) 2010: echocardiogram, transthoracic,: summary: normal left ventricular function. The left ventricular cavity size is mildly increased. Mildly dilated left atrium. Pfo without atrial septal aneurysm. Impaired lv relaxation with mild elevation of lv filling pressure (B)(6) 2014:pelvic ultrasound: findings:the uterus measures 8.2 x 4.5 x 5.7 cm. There is an anterior left transmural myoma which measures 2.1 x 1.4 x 1.8 cm, which is partially extends into the endometrial canal. Right essure extends into the endometrial canal.there is a probable 1.6 cm hemorrhagic cystseen within the left ovary.impression: anterior transmural 2.1 cm myomawith mild mass effect on the adjacentendometrial canal.bilateral essure devices, with right essure partly extending into the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were reported via medial records: embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / constant pelvic pain(mild at times; severe at others)"), embedded device ("one coil had migrated to her uterus/ migration of essure location of device:edometrial cavity") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births:((B)(6) 1995, (B)(6) 1999, (B)(6) 2010)), bacterial vaginosis, abdominal pain, menstruation irregular, bleeding breakthrough, allergic reaction to analgesics, drug allergy, bladder infection, cystitis, vaginal discharge, hemorrhage in early pregnancy, plantar fasciitis, pain in heel, fetal movements decreased, gestational hypertension, peripartum cardiomyopathy, shortness of breath, anemia of pregnancy, leukocytosis, hyperopia, acute sinusitis and tubal ligation. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2011 and oral contraceptives nos from 2006 to (B)(6) 2009; for an unreported indication: lisinopril from (B)(6) 2010 to (B)(6) 2011, trimethoprim- sulfamethoxazole from (B)(6) 2009 to (B)(6) 2009 and microgestin in 2008. Concurrent conditions included body mass index normal, tobacco user, corneal abrasion, breast pain, skin infection, cellulitis, sinus congestion, headache, depression, anxiety, uterine bleeding, amenorrhea, dysfunctional uterine bleeding, mixed incontinence, uterine fibroids and nabothian cyst. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2011 for birth control as well as azithromycin from (B)(6) 2011 to (B)(6) 2011, carvedilol from (B)(6) 2010 to (B)(6) 2011, cefalexin (keflex) from (B)(6) 2012 to (B)(6) 2012, fluticasone from (B)(6) 2011 to (B)(6) 2012, furosemide from (B)(6) 2010 to (B)(6) 2011, ibuprofen since (B)(6) 2010 to 2015 and labetalol from (B)(6) 2010 to (B)(6) 2011. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash erythematous ("itchy red chest"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("vaginal abnormal bleeding"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil had migrated to her uterus/ migration of essure location of device:edometrial cavity"). On an unknown date, the patient experienced abdominal distension ("bloating"), headache ("headaches"), menorrhagia ("excessive and abnormal bleeding during menstruation / menorrhagia abnormal bleeding"), feeling abnormal ("brain fog"), weight increased ("weight gain"), migraine ("migraines") and nausea ("nausea"). The patient was treated with metronidazole (metrogel), surgery (hysterectomy with bilateral salpingectomy ¿ laparoscopic) and surgery (hysterectomy with bilateral salpingectomy ¿ laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, headache, rash erythematous, migraine, nausea, fatigue and alopecia had resolved and the embedded device, device expulsion, vaginal haemorrhage, vaginal discharge, abdominal distension, menorrhagia, feeling abnormal and weight increased outcome was unknown. The reporter considered abdominal distension, alopecia, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash erythematous, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she began to experience the events some time after essure implantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion/ both tubes blocked treadmill stress test negative for angina pectoris. (B)(6) 2008: pelvic ultrasound:findings: technique: real time and static grayscale sonography with color doppler was performed via endovaginal and transabdominal approach.the uterus measures 8.2 x 4.5 x 5.7 cm. There is an anterior left transmural myoma which measures 2.1 x 1.4 x 1.8 cm, which is partially extends into the endometrial canal. The endometrial echo complex measures 9.1 mm in maximum double wall thickness. Endometrium: homogeneous echotexture. Right adnexa: the right ovary is normal, measuring 1.6 x 1.8 x 1.5 cm. Right essure extends into the endometrial canal. Left adnexa: left essure within normal limits. The left ovary measures 2.7 x 2.5 x 3 cm. There is a probable 1.6 cm hemorrhagic cyst seen within the left ovary. Fluid: no abnormal free fluid impression: anterior transmural 2.1 cm myoma with mild mass effect on the adjacent endometrial canal. Bilateral essure devices, with right essure partly extending into the endometrial cavity. (B)(6) 2015:pelvic ultrasound:impression few echogenic foci seen centrally in the uterus are of uncertain clinical significance. No definite evidence of uterine fibroids and thickness of endometrial stripe is within range of normal. Small hypoechoic focus seen within the right ovary likely represents a ruptured follicle or residua of previous cyst. Normal morphology to the left ovary. Moderate amount of free fluid is seen adjacent to the uterine fundus (B)(6) 2010: ultrasound: positive fetal movement (B)(6) 2010: CT angiography, chest: impression: no evidence for pulmonary embolism. There are multi-bulbar pulmonary infiltrates particularly prominent in the upper lobes bilaterally. Small bilateral effusions (B)(6) 2010: echocardiogram, transthoracic,: summary: normal left ventricular function. The left ventricular cavity size is mildly increased. Mildly dilated left atrium. Pfo without atrial septal aneurysm. Impaired lv relaxation with mild elevation of lv filling pressure (B)(6) 2014:pelvic ultrasound: findings:the uterus measures 8.2 x 4.5 x 5.7 cm. There is an anterior left transmural myoma which measures 2.1 x 1.4 x 1.8 cm, which is partially extends into the endometrial canal. Right essure extends into the endometrial canal.there is a probable 1.6 cm hemorrhagic cystseen within the left ovary.impression: anterior transmural 2.1 cm myomawith mild mass effect on the adjacentendometrial canal.bilateral essure devices, with right essure partly extending into the endometrial cavity. Concerning the injuries reported in this case, the following one/ones were reported via medial records: embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 24-jan-2018: plantiff fact sheet & medical record received. Events abnormal bleeding, vaginal abnormal bleeding, rashes or skin conditions type: itchy red chest, migraines / headaches, nausea, dyspareunia, pain, vaginal discharge, fatigue, weight gain, hair loss, are added. Lot number added. Lab data updated. Concomitant conditions & drug added. Historical condition and drug added. Patient , product & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and experienced chronic pelvic pain amongst non-serious events. Consumer underwent abdominal hysterectomy, bilateral salpingectomy and cystoscopy almost five years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case is regarded as incident as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device expulsion ("one coil had migrated to her uterus"), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal distension ("bloating"), feeling abnormal ("brain fog") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015, she underwent abdominal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was withdrawn. At the time of the report, the pelvic pain, device expulsion, menorrhagia, abdominal distension, feeling abnormal and weight increased outcome was unknown. The reporter considered pelvic pain, device expulsion, menorrhagia, abdominal distension, feeling abnormal and weight increased to be related to essure. The reporter commented: she began to experience the events some time after essure implantation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and experienced chronic pelvic pain amongst non-serious events. Consumer underwent abdominal hysterectomy, bilateral salpingectomy and cystoscopy almost five years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case is regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.